Event description:
It was reported that the external pulse generator had a broken screen display. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was broken. It was also noted that the upper case, lower case, side bail covers, ring cover and battery drawer were broken, the battery release was contaminated, one control knob, one side bail and ring were missing, and the keyboard was scratched.